Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Multiple supply changes were performed resolving the occlusions. Blood glucose levels ranged between 300-400mg/dl. Reportedly, the customer's healthcare provider alleged there was a pump issue causing the occlusion alarms and the customer reverted to insulin pens for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was confirmed and a different issue was identified.